Manufacturer narrative:
H.6. Investigation summary: a complaint of customer experiencing issues with tubing disconnecting was received from the customer. No product or photo was returned by the customer. The customer complaint of separation - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 10014881 lot number 22119316 was performed. The search showed that a total of (B)(4) units in 2 lot numbers were built on 18nov2022. There was one quality notification issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of bd alaris¿ smartsite¿ low sorbing secondary sets from lots 22119316, 22119410, and 23019220 had issues with the tubing disconnecting. The following information was provided by the initial reporter: we have been expecting some issues with some lots on this item. We have been experiencing an issue with the tubing disconnecting.

Event description:
It was reported that an unspecified number of bd alaris¿ smartsite¿ low sorbing secondary sets from lots 22119316, 22119410, and 23019220 had issues with the tubing disconnecting. The following information was provided by the initial reporter: we have been expecting some issues with some lots on this item. We have been experiencing an issue with the tubing disconnecting.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 22119316. D.4. Medical device expiration date: 18-nov-2025. H.4. Device manufacture date: 18-nov-2022. D.4. Medical device lot #: 22119410. D.4. Medical device expiration date: 28-nov-2025. H.4. Device manufacture date: 26-nov-2022. D.4. Medical device lot #: 23019220. D.4. Medical device expiration date: 27-jan-2026. H.4. Device manufacture date: 13-jan-2023. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.